Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the phenomenon was identified within the previous report. This report identifies the type of investigations and manufacturing date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue of does not power up was confirmed due to faulty psu (power supply unit). Using the test psu test board, the device was turned on and the unit display s/n (B)(4). Further testing found the ID cal test was not stable due to faulty ID board. The unit failed handswitch test lh and rh (left hand and right hand) position number 9 due to faulty auxiliary board. Output on the pbdes was noted to be not within range due to faulty plasma blend board. Using reference test board, the device was placed into two hour burn in test and the unit passed the test with no issue or errors observed. The device did not generate any errors. The unit was observed running an old software version and needs to be upgraded. Unrelated to the reported issue, multiple scratches were observed on the housing. Additionally, footswitch was found not working due to missing mode button. Review of fault log showed error 100 ref 10 one time indicated software execution failure (watchdog reset). The generator software routines were interrupted unexpectedly by a watchdog reset. This can be caused by power brown outs or internal faults. Based on evaluation findings, the reported issue was identified to be attributed to a faulty psu unit. The root cause of the faulty psu was due to electronic component failure. Other failures found were also due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device does not power up. The issue occurred during an unknown event. There was no patient involvement, no user injury reported due to the event.